Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black case type: ngp customer returned insulin pump for an alleged critical pump error on (B)(6)2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Failed batttest (58) was found in history file on (B)(6) 2022 07:46:42.000. Insulin pump error was found in history file on (B)(6) 2022 07:55:00.000, (file number: 26, line number: 1468). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and battery tube assembly noted. The original electrical board was installed in a test electrical board case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error noted. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged critical pump error (open book image) confirmed. Insulin pump error confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.